Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. The reported hypotension is a known adverse event listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that during post dilatation of the xact stent in the left internal carotid artery using a viatrac balloon, the patient experienced hypotension requiring neosynephrine, dopamine, and a temporary hold on the patients anti-hypertensive medication. The hypotension is continuing, but improved. The patient was discharged two days after the procedure, but the blood pressure remained low. Though requested no additional information was provided.